Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue and verified that the batteries were not charging. The fse found that the connection between the terminals at fusible link burned up. To resolve the issue, the fse replaced the defective power supply, the batteries and the fusible link. The fse then verified charging and battery operation and performed functional testing and safety check to factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) will not charge the batteries. There was no patient involvement and no adverse event was reported.